Event description:
Enduser states if she sits down the brakes are not working on the rollator, but when walking they appear to work fine. Update (B)(6) 2014 customer states the wheel locks are not holding. Brake assembly 1142630 needed. Customer called dealer after last call into invacare and dealer telling customer that brakes have one year warranty. Dealer (B)(4). They can only order but not install out of states. Customer in (B)(6). Called (B)(4) for customer and asked if they could order warranty brakes and install and how much. They will contact customer with cost. Advised customer to expect call from (B)(4).